Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was hospitalized for intestinal sickness and diarrhea, two supra ventricular tachycardia (svt) episodes were noted to have occurred where it was thought that the stability and wavelet algorithms potentially delayed treatment. It was thought that the patient's rate control was lost with the patient's ongoing gastric problems. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.